Event description:
Patient admitted from clinic with low h&h; ldh increased. Placed on angiomax; hemolysis labs continues to increase. Waveforms indicated low speed operation and multiple pi events. Chronic infection and pump thrombosis. Pump exchanged (B)(6) 2012.